Manufacturer narrative:
Initial reporter address: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked; further described as "liquid began to flow from the dark blue end when the little white cap was opened, without any change in appearance." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with minicap attached to the female connector. Visual inspection with the naked eye noted a broken occluder legs. Functional testing, including clear passage testing performed, with no issue noted but leak testing and clamp function testing noted a leak through a close twist clamp. The reported condition was verified. The cause of the crack/damage was undetermined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted..